Event description:
A customer reported a malfunction with their insulin pump, specifically malfunction code malf 5. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer's technical support team (cts) decided to replace the malfunctioning pump and confirmed the shipping details for a new pump. Additionally, they provided the customer with storage mode instructions and guidance on returning the defective pump within ten days using a pre-paid label. The customer indicated they would use a backup insulin pump in the meantime and understood the steps involved in the process.